Event description:
The customer reported that the device spontaneously rebooted. This complaint remains under investigation.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.